Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as an open area with oozing clear fluid. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied neosporin cream to the skin irritation. Follow up indicated that the skin irritation improved. The outcome of the irritation is unknown as follow up attempts were unsuccessful.